Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac stent graft system was implanted to treat and abdominal aortic aneurysm. Approximately 5 months post index procedure, the patient presented with stenosis just proximal to the right limb extension that was placed during the index procedure. The physician elected to re-intervene by extending the limb above the stenosis and supporting it with a palmaz stent, successfully resolving the stenosis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inadequate stent graft patency was found to be user related due to the malposition of the iliac limb. Although within IFU, the limb was placed at the lower level of acceptable which left a short segment of unsupported graft leg, leading to limb stenosis. An additional endovascular procedure was performed where 2 iliac limb extensions were placed proximal and a non-elgx stent. The final patient disposition was discharged the same day as the secondary procedure. There have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).